Manufacturer narrative:
Type of reportable event: other.

Manufacturer narrative:
H10/11: additional narrative and/or corrected data - there was no reportable incident associated with the device. This report is therefore being retracted.

Manufacturer narrative:
H6: method code - 4116. H6: results code - 3221. H6: conclusions code - 4315. H10/11: additional narrative and/or corrected data - the device was returned for evaluation. The engineering evaluation stated that: the constraining mechanism, the 1st and 2nd deployment knobs were not returned. The packaging sheaths and mandrel were also not returned. The backup deployment line access hatch has been removed. Because the device was deployed and because the constraining mechanism was not returned, the physician¿s observations that while attempting to disengage the constraining mechanism, it would not pull out of the device could not be confirmed. For the same reasons, the observation that when the constraining handle finally pulled out, it completely constrained the top of the device also could not be confirmed. The likely cause for the inability to disengage the constraining mechanism and for the device to stay constrained could not be determined with the available information.

Event description:
It was reported that ¿the constraining mechanism was completely open. The handle for the constraining mechanism was then released but would not pull out of the device. When we used fluoro to check the top of the graft the graft was completely constrained. We then had to open the emergency flap on the handle to cut and remove the constraining wire that was still left in place. This rebased the top of the device.¿